Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they didn't see a physician within the last eight years. Patient said they didn't see the elective replacement indicator (eri) or end of service (eos) messages. They stated that it did not show an indicator on their screen, it just stopped working, stopped charging. They believed the last successfully charge of the implant was sometime in 2016. Patient never turned it off from the time that it was turned on. Patient was going to see the surgeon now to have the battery replaced.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt reports they've had a spinal cord stimulator installed "around 19 years ago". Pt reports the battery lasted 8 years and they need to know who they can see to have this reviewed. Pt reports they have not seen anyone since the implant was placed. No symptoms were reported.